Event description:
Nurse performing daily check was shocked during 100 juoule test. Individual was taken to the ER for check up and was held for a couple of hours for observation, then released to go home.